Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm aortic valve implanted 10 years, four months, underwent a valve-in-valve procedure due to severe symptomatic aortic stenosis and regurgitation secondary to deterioration. A few months prior to valve-in-valve procedure patient developed dyspnea on exertion that has progressed in the last few months and now decompensated heart failure. Patient reported shortness of breath and paroxysmal nocturnal dyspnea. The tavr was performed with a 29mm transcatheter valve. Patient tolerated the procedure well was transferred to pacu. Patient was discharged home on post-operative day one in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.